Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements reaching out of range. Device data was sent to engineering for review. Data analysis revealed the shock impedance measurements reached 139 ohms. This lead remains in service. No adverse patient effects were reported.